Event description:
Pt death. Event date: early morning 2002. Pt found cold, blue in early am. Family member stated circuit was partially disconnected at base of device with no alarms. CPR was started and 911 called. Parents met ambulance outside (12 minutes after 911 call was made) with o2 tank and ambubag. Pt circuit was uncuffed allegiance. Per coroner - circuit was attached to the trach with a rubber band. Mode - CPAP (prescribed 18 hr/day usage). Accessories: apnea monitor, pulse oximeter; apnea monitor not in use at time of event, pulse oxy alarm shut off. Unit was operating on ac power at time of event. Coroner took possession of unit from pt's home. Pt on vent for 1 year.